Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma, inflammatory response, kidney disease, and respiratory tract irritation. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974. H3 other text : device not returned to manufacturer.